Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The returned pump powered up to a blank display screen with auditory and vibratory features. Due to the blank display issue, the remaining performance testing was unable to be completed. The evaluation was unable to fully investigate the reported loss of prime issue and no conclusion can be drawn. Pump casing was opened and no damage was found to the force sensor circuit. Unrelated to the reported prime issue, moisture contamination was found on the real time clock circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump gave recurring loss of prime alerts with multiple cartridges from different boxes. The reporter stated that there was no sudden change in force or temperature and the cartridge cap was secured. Review of cartridge usage techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.